Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported the surgeon drilled three osteophytes and when the drill was returned to the scrub nurse, it was noticed that the end of the drill bit had broken off in the patient.

Manufacturer narrative:
The associated complaint device was not returned for evaluation. No clinical supporting documents are available for inclusion in the medical analysis, thus no medical assessment can be performed based on the limited details provided. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.